Manufacturer narrative:
Nothing is being returned, which precludes conducting a physicial failure analysis. No lot number was supplied which precludes conducting a batch history review. We cannot conclude as to what may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other hard object when deploying the needle through the soft tissue, causing the distal portion of the needle of possibly fatigue and break off. Outside of this hypothesis, no conclusions can be drawn. This MDR is being filed to document this event. At this point in time, no further action is necessary. If any additional info is rec'd that is pertinent and germane to this issue, it will be reflected in a follow-up report. Mitek will continue to monitor and track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The rep is reporting that during the use of an expresew suture passer in a rotator cuff repair, the needle broke off into the pt. The needle was never found during the case. A different instrument was used to complete the case without further incident or harm to the pt. A subsequent x-ray of the patients shoulder revealed that the tip of the needle was embedded in the cuff tissue.